Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing, coronary diagnostic procedure and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave a collision error which was preventing geometry movement. Review of the system log file showed that the multiple collision and table force sensor error. Upon troubleshooting, fse found that the c arm position was out of calibration. To resolve this issue, fse calibrated the beam c arm position. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that system gave a collision error, preventing geometry movements. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.